Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by placer "difficulty getting the catheter past the shoulder on kids under 3 years old-wire passes easily but not catheter. We have an md who gets a longer wire and threads the catheter over the wire."